Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 227 mg/dl. The customer stated that he feels ok. The customer was assisted in performing a 5.0 units fixed primed and insulin did not exit. The customer received a motor error alarm again. The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 227 mg/dl. The customer stated the drive support cap appears normal. Customer didn't reported an e70 alarm. The customer stated that the device was not exposed to strong magnetic field . Customer was assisted in performing pump rewind and get a no delivery alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed the displacement. However, the insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The insulin pump was unable to perform excessive no delivery due to motor error. The motor was tested outside of the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.